Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was implanted successfully. However a few hours later the lead was found to be dislodged. The lead was explanted and replaced. The patient condition was good after the event.